Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analyzed the system remotely and confirmed that the system power problem. Upon troubleshooting, rse found that the fan and power tray is faulty. To resolve this issue, fse advised to check the attached wiring diagram and asked to pull out the fan and power tray and try to measure the input power. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the azurion system did not boot up successfully. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Philips has started an investigation of this complaint.